Event description:
Pt's one touch profile meter was reported to have no power. The last test done on the meter was about a year ago. This issue was not resolved with troubleshooting. Pt did not have any symptoms or adverse event.